Event description:
Sorin group USA received a report that during a procedure, a scp centrifugal pump was making a loud noise, producing no flow. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the scp centrifugal pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group USA received a report that during a procedure, a scp centrifugal pump as making a loud noise and producing no flow. The pump was sent to sorin group (B)(4) for eval. There was no report of pt injury. The investigation is on-going. A f/u report will be sent when the investigation is complete.